Manufacturer narrative:
The reported event of lead breakage/ineffective therapy was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00592; related manufacturer reference number: 1627487-2020-01458; related manufacturer reference number: 1627487-2020-01459. It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2020 where in the leads and anchors were explanted and replaced to address the issue. Reportedly, adequate therapy was restored postoperatively. During the procedure, it was observed that both the leads and one of the anchors were broken.